Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 20th october 2009 and performed to specification up to the 15th january 2012. On (B)(4) 2012 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 27 months. The device continued to log further self-test fails due to a low battery up to (B)(6) 2012. A new pad-pak was installed and the device was manually powered up passing a self-test. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the (B)(6) and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the device was supplied with 2.0.2 software. Newer versions of the software provide enhanced battery management. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked this report.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.